Manufacturer narrative:
Correction to the b5 description. Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. The alterra adaptive prestent was not returned for examination. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed other complaints relating to the complaint code. The following instructions were reviewed: edwards alterra adaptive prestent system. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The reported event of a strut fracture was confirmed empirically based on the 1-year flr and 30-day cxr submissions. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. Additionally, a review of IFU/training materials revealed no deficiencies. An in-depth evaluation related to alterra prestent fracture has been documented in technical summary. As such, the potential fracture on the proximal end of the frame could be attributed to the conditions of the patient's anatomy. While a conclusive root cause is unable to be determined, available information suggests that patient factors (rvot characteristics) may have contributed to the complaint event. A product risk assessment has previously been initiated to assess the risks associated with the failure mode. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by the encircle clinical trial, upon retrospective review of the 30-day chest x-ray, one fracture was found at the alterra inflow. This was found retrospectively with knowledge of the 1-year flr.

Event description:
There is one type 1 fracture found at the inflow in the 1 year flr submission # (B)(4) for (B)(4). Upon retrospective review of the 30-day cxr submission for (B)(4), one fracture was found at the alterra inflow. This was found retrospectively with knowledge of the 1 year flr.

Manufacturer narrative:
The investigation is ongoing.